Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that tube damaged during use. It seems that the connection between the needle and the tube came off. There was partial damage. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a tubing malfunction is confirmed and was determined to be supplier related. One 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation revealed little use residues throughout the returned infusion set. The tubing was completely detached from the needle and needle housing. A microscopic observation revealed the needle was able to move freely inside the needle housing with no observable adhesive or extension tubing attached to the proximal end of the needle. The distal end of the extension tube appeared to have adhesive residues along the break site. A uv light was used to confirm adhesive residues along the distal break of the tubing. Based on this analysis, it was observed that the extension tubing fell out of the needle housing due to inadequate adhesive application during manufacture of the device. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that tube damaged during use. It seems that the connection between the needle and the tube came off. There was partial damage. There was no reported patient injury. No other information was provided.